Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Device 1 of 2. Reference MFR report:1627487-2019-00866. It was reported that the patient experienced ineffective therapy. Reprogramming was attempted to no avail. As a result, the scs system may be explanted.

Manufacturer narrative:
Updated with correct awareness date.

Event description:
Device 2 of 2: reference MFR report: 1627487-2019-00865.